Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. E0712; e0112.

Event description:
Medwatch - mw5183120. A customer stated, "I used medihoney on an open breast cancer wound. I got sicker and sicker with nausea, dizziness and low energy. Finally, in 2025, I coughed all night and couldn't sleep so I went to the emergency room. My EKG was abnormal and I was in a fib. They admitted me to the hospital where I stayer for 5 days and was treated with IV's for an unknown infection."